Event description:
It was reported during use the pump alarmed frequently. No patient injury. No additional information is available for this complaint.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Device evaluation: all labels were still intact. No physical damaged was found on the device. Reviewing the event history log it confirmed that there was a record of repeated power on/off on, presumably caused by a cassette recognition failure on (B)(6) 2022, and the high-pressure alarm occurred during priming on (B)(6) 2022. A function test was completed and could not confirm the reported issue. The downstream sensor was within specification. As preventative measure the downstream was replaced, and upstream sensor was re-calibrated. Product is beyond 2 years from manufacture date of (B)(6) 2023 and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. A service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.